Event description:
Information received indicates the bed exit will not activate.

Manufacturer narrative:
The facilityies maintenance put the bed back into service, and stated they would not be able to repair the bed for some time.